Event description:
It was reported by service report that the jack at the foot of the stretcher would not jack up well and it would drift down once it was up. No pt involvement or adverse consequences are reported.